Event description:
Baby was undergoing cardiac and respiratory monitoring. Twenty four hour infusion of 48cc parenteral solution sp3, 3cc calcium gluconate, 2cc kcl and 2cc phocytan was commenced, administered via an umbilical line. Prescribed rate 2.3 ml/hr, 55ml in 24 hrs. Nurse commenced infusion at 18.00. At 19.50, the infusion was checked and the 150ml bag was found to be empty. No leakage had occurred and the pump had not alarmed. On inspection, it was found that the set had been misloaded into the pump upside down resulting in a free-flow condition. The pump was being used without a flow sensor. The baby was moved to the neonatal intensive care unit and required blood tests, ECG and diuresis monitoring. Blood results showed hyperglycaemia and hypercalcaemia. Therapeutic regime of insulin administered for 4 hrs. Continued neurological metabolic monitoring was perfomred. To date, no after-effects have been reported on the baby. Device not requested for eval as customer feedback states user error in set loading was cause of issue, and supported this by photographic evidence.

Manufacturer narrative:
Device was available for evaluation, but not requested as customer reports they are satisfied that the cause was the user incorrectly loading the administration set. Information requested regarding original drug infused, and all available information is included in sections a and b. This report was filed by the MFR.